Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the patient had a hemorrhage at the insertion site during implant and afterward the lead needed some adjustment. A suture was performed to tie up the blood vessel and pectoralis major muscle. The stylet was inserted in the lead and the physician noted strong resistance. Additionally, the lead had loss of capture and low impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.